Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for parkinsons dual and movement disorders. It was reported the elective replacement indicator (eri) message was seen on the clinician programmer. It stated the implantable neurostimulator (ins) was at 2.87 on the day of the report, but it was reviewed that the battery capacity would be more reliable after the patient had used the ins under a normal "load" for a period of time and then checking the battery capacity. It was indicated that there were short circuits showing on c/1, c/2, and 1/2. The patient had been programmed on 1/2, and this was changed on the day of the report in the clinic. They were programmed to 0/3. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Fdp (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp stating the patient experienced a shocking sensation ipsilateral to the ins. The cause of the short circuit was not determined; they were investigating at the time of the report. It was noted the patient had a normal bmi.